Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. A review of the device history record could not be performed due to a lack of lot number and date manufactured. The reportable malfunction was not confirmed. Based on the results of the investigation a definitive cause could not be determined. It is likely the following led to the malfunction: external stress was applied to lock lever of the connecting tube, which led to breakage of the tube. Subsequently, the tube was unable to be connected. The user may have applied stress toward wrong direction which caused the external stress. The event can be detected by following the instructions for use, chapter 9 preparation and inspection which states: 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 3 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the initial reporter confirming their title as mrdr supervisor. The event date was confirmed as 20apr24, this event occurred during reprocessing, had no patient harm, and the subject device will not be returned. Device was inspected prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the subject device return. Corrected fields: d9. Additional information added to fields: d8, h3, h6 and h11. The device was returned to olympus for inspection, and the customer's complaint of the connecting tube¿s adapter broke was confirmed. Based on the results of the investigation, it was found that one side of the lock lever was broken, but it was possible to connect it to the oer-elite. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the connecting tube had a broken oer-elite adapter/connector and could not be connected to the channel connector in the reprocessing basin. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.